Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The reported failure could not be reproduced during an on site investigation by our field service engineer. No abnormal found during ventilation. Functional checks were approved. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).